Event description:
It was reported that the device had air in line error during infusion. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device had air in line error during infusion¿ was confirmed. The probable cause was the air in line sensor was faulty and not being read by the mainboard. The air in line sensor was replaced to correct the issue. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.